Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alerts low battery. The customer also indicated that the only way for the pump to work is if the drive support cap is loose. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was received with a broken battery cap, cracked battery tube threads and a cracked reservoir tube lip. The pump passed the displacement test. The pump was monitored, and had normal operating currents. The pump passed the self and off no power tests. No unexpected low battery test noted.